Event description:
It was reported that the patient experienced erosion with the artificial urinary sphincter (aus). The entire aus system was removed in (B)(6) 2018 and nothing was reimplanted. Further information was requested and not yet received. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.